Manufacturer narrative:
Concomitant medical products: dvbb2d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a x-ray, it appeared the right ventricular (rv) lead was placed high on the septal wall and that part of the lead extended past the valve. It was noted there was suspected oversensing occurring. The rv lead remains in use. No patient complications have been reported as a result of this event.